Event description:
Rn stated ventilator had gone "inop" and she was bagging pt. Rn stated ultrasonic nebulizer aerosol hose had popped off the machine and vent alarmed. She hooked hose back onto usn machine and tried to reset vent. Vent would not reset or silence. Resp therapist entered the room and again tried resetting vent. Turned vent off then back on again but still would not reset. Read out on vent said "do not use, run est" pulled vent from room and replaced.. Vent had 21, 863 hours when this occurred. Settings: 60%, rate 4, pressure support 15. Biomed states checked error codes, had a 1501 and 1503 3000 series error codes. Unit run through 2 est's then run for 3 hours with no problems occurring.